Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported disconnecting a supply bag during therapy which is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during drain 1 of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. The hp connected the wrong supply bag to the last fill line. Upon noticing the mistake, the hp disconnected the bag and reconnected it to the proper location. A technical service representative (tsr) explained the alarm to the hp. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.